Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the 30-day follow-up, a transthoracic echocardiogram (tte) identified trace (grade 1 of 4) paravalvular leak (pvl). At the 6-month follow-up the tte identified an increase in posterior paravalvular regurgitation which then measured mild-moderate (grade 2-2.5 of 4). New york heart association (nyha) functional class ii remained with no change. Treatment was not performed. The pvl was unresolved and the patient would be monitored. The event was reported as causal to the transcatheter valve.